Manufacturer narrative:
Investigation is pending.

Event description:
The caller alleged a variance between the inratio inr result and the laboratory inr result. Results are as follows: date: (B)(6) 2015, inratio inr: 1.6, laboratory inr: 2.5. Therapeutic range: 2.0 - 3.0. The exact time between testing was not provided however, the inratio test was performed in the morning and the laboratory test was performed in the afternoon on the same date. The caller reported that the finger was "milked" after the finger stick and that the sample was not immediately applied to the testing strip. There are considered to be improper techniques when performing the inratio test. There was no reported adverse patient sequela. There was no additional information provided. Note: patient has medical history consisting of wegener's granulomatosis, anemia, kidney failure (stage 3-4).

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house strip testing on the reported strip lot meets criteria. The product performed as expected. Although relevant ncs were noted in the batch record, they did not affect the final release specifications. There is no indication of a product deficiency and additional corrective actions were not required. The customer was reported to have several medical conditions that may impact the performance of the assay. Although improper techniques were identified in the complaint, root cause cannot be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.